Manufacturer narrative:
(B)(6). Results: bd received actual samples, as well as photos from the customer facility for investigation. Evaluation of returned photos and samples confirmed the customers' indicated failure mode of missing sleeve, broken safety for the incident lot #6025984. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: most likely root cause is the finished needle getting caught up in the processing equipment during manufacture pulling of the np shield and cutting the rubber sleeve.

Event description:
It was reported that the white cover of a bd vacutainer® multi sample blood collection needle was missing and the rubber sleeve was torn. No serious injury, blood to mucous membrane exposure or medical intervention was reported.